Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt has not felt device stimulation since approximately six months after implant. The pt does not recall any injury or trauma that may have damaged the ncp system. Neurologist has ordered x-rays to confirm the integrity of the ncp system and is considering revision surgery. Based on known device settings, end of service is not expected to be the cause of the high lead impedance test result. Lead break or generator/lead connection problem is suspected.